Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the catheter fracture was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the outcome to resolved without sequelae on (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (3.0 mg/ml at 2.3492 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient reported a headache on (B)(6) 2017. The patient was instructed to see their primary care physician. The patient reported persistent pain and examination revealed a pump pocket seroma on (B)(6) 2017. The 70 ml of fluid from the seroma was aspirated. 95 ml of fluid (clear) was aspirated from the seroma, the device was reprogrammed, and the patient was encouraged to wear an abdominal binder on (B)(6) 2017. The patient reported persistent leaking from the pump on (B)(6) 2017. The patient reported leaking from the incision, 130 ml of fluid was aspirated from the seroma, and the device was reprogrammed on (B)(6) 2017. On (B)(6) 2017, examination revealed a 'yellow drop running down the patient's abdomen' and morphine ir was administered as an intervention. 110 ml of fluid from the seroma was aspirated on (B)(6) 2017. On (B)(6) 2017 examination revealed swelling at the pump site which the hcp suspected may be secondary to a catheter leak. The patient also had a persistent post-operative seroma and reported a post-operative headache with uncontrolled pain since the revision. At the time, that was not attributed to the revision or device, as the spinal segment of the catheter was not modified on (B)(6) 2017. The patient was scheduled for a revision. On (B)(6) 2017 120 ml of fluid from the seroma was aspirated. During the revision on (B)(6) 2017, it was found that the catheter was fractured at the connecting pin. The connecting pin/sutureless connector was replaced. The device was reprogrammed on (B)(6) 2017. The outcome was resolved without sequelae on (B)(6) 2017. The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.